Event description:
It was reported that the patient was unable to adjust stimulation, and had never tried increasing stimulation or changing programs. The patient also never had therapeutic effect. The therapy worked sometimes, but the patient still occasionally had to wear pads. It was noted that the patient was having a lot of anxiety, which could be related. Additional information received reported that the patient found out she had a kidney infection on (B)(6), and had a follow-up appointment scheduled for (B)(6). Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 3093-33, lot# v617801, implanted: (B)(6) 2011, product type lead; product ID 3037, serial# (B)(4), product type programmer. (B)(4).